Manufacturer narrative:
(B)(4). Batch # n53h3y. The analysis found that one pse60a device was returned in good visual condition and with a cartridge gst60w reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a ladg, bleeding occurred after the 1st firing on the duodenum. Then, it was found that the staples in the middle of the staple lines were not formed properly on the tissue. Then, additional suture was performed to stop bleeding. The amount of bleeding was unknown. Blood transfusion was not required. The cartridge was white. Also, it was found that the cut end seemed to be jagged after the device was used to close the insertion site for a gastrojejunostomy. The cartridge color was unknown. There were no adverse consequences to the patient.